Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported of suspend on low and sensor glucose versus blood glucose differences from the sensor. The customer's blood glucose reading was 8.9 mmol/l. The sensor glucose value was not available. The customer stated that the sensor suspended on low before the alert. The sensor will not be returned for analysis.